Manufacturer narrative:
Philips identified a software defect in iscv system where user was unable to save a report. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Based on the available information, there is no allegation of death or serious injury. The initial report was submitted as an abundance of caution since the iscv risk management matrix was undergoing an update. The risk assessment of the reported issue is performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur and hence this issue is determined as non-reportable.

Event description:
Philips identified a software defect in iscv system where the user was unable to save the report. No adverse events or patient harm were reported in the associated complaint (pr (B)(4)). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.